Event description:
It was reported that during a colectomy procedure, there were broken jaws. At the beginning of the use, one the instrument's jaws broke and fell into the pt. The procedure had to be converted to open in order to remove the broken instrument's jaw from the pt. Request add'l info on 8/10/2009 and 8/18/2009. To date, no add'l info has been rec'd.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.